Event description:
In 2006, nellcor puritan bennett received a report of a cuff leak. Caller is reporting a cuff leak on the device. The caller reported that there was an airway emergency called due to a cuff leak.the caller reported the leak was compromising ventilation to the patient. The caller reported that the model and lot number of the device are unknown. This report is associated to the eight occurrence of rf200605-0356/ MFR 2936999-20006-0535.